Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call damage to the customer insulin pump reservoir compartment. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer¿s spouse stated that the reservoir popped out and insulin pump reservoir compartment rim was chipped off and the o-ring came out. Customer state that the insulin pump could have been bumped that led to the reservoir compartment damage. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had cracked battery tube threads, reservoir tube, reservoir tube window, broken partial of reservoir tube lip, damaged/loose reservoir tube o-ring and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.